Event description:
Hill-rom received a report from the account stating a likorall 242 s r2r was leaking oil. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The likorall was returned to the manufacturer. Upon investigation, it was noted that the o-ring had a scratch in it causing the safety drum to leak oil. The technician replaced the overhead lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s r2r was leaking oil. There was no patient/user injury reported. This report was filled in our complaint handling system as (B)(4).

Manufacturer narrative:
When the account received the likorall 242 s r2r-lift, they found some oil leaking out of the lift. No further info is available on the repair of the lift at this time. The investigation is ongoing, however, if any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.